Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has alarmed consistent no delivery during the bolus/basal procedure. The blood glucose reading was unknown. The customer has changed the sets multiple times, but the issue persists. The customer insists on having the insulin pump replaced. The customer was advised to return the insulin pump for analysis.